Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was unable to remove medication while attempting to issue. The technical support specialist (tss) completed the review of the activity logs for 21 january, and the found that the records showed that only two users were involved in performing the add and remove actions related to inventory counting and load/refill processes for medication ID provided by customer. Other than these entries, no additional activity was recorded on the device for the specified medication ID. The tss also reviewed the detailed logs from the same date, and the activities reflected there aligned with the actions mentioned above. However, the logs did not show why the nurse was unable to remove the medication, nor did they capture what was entered on the screen during the attempt. In many cases, difficulties in removing medication were related to permission-level limitations. The tss then closed the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, rsi kit (nc11) was not displayed to the nurse when attempting to dispense. The customer stated that the rsi kit (nc11) was not appearing for removal, and the nurse was unable to dispense it from the pyxis. A technician had to unload and reload nc11 in order for the nurse to successfully remove the item. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.